Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to oversensing with high rate non-sustained tachycardia episodes, sensing integrity counter (sic), and noise. A fracture was confirmed at the suture sleeve. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.